Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient involvement. Date of event: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Also provided as a zcb00 lens. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. First/last name: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a red dot sized mark on the lens. There was no patient contact. No other information was provided.